Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1. During output in seal & cut mode, the probe came in contact to metal, a surgical instrument or a hard tissue. 2. Due to ultrasonic vibration, scratches were generated on the probe. 3. A force to activate the output in seal & cut mode, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area. 4. A force was applied to the probe causing it to break. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the front-actuated grip's probe was broken off at approximately 18 mm from its distal end. There was no patient involvement.